Event description:
A study case report form was received which indicated that in 2004, in a follow-up visit, a neurological symptom (confusion) was noted, requiring new/prolonged hospitalization. Additional: the CT scan in 2004, indicated no acute bleed or stroke. There were chronic deep white matter changes related to atherosclerotic small vessel disease. Pt was given subcutaneous and a renal consult and dialysis heparin a day after CT scan. CT 1n 2004, of the neck indicated mild narrowing mod-to distal aspect of stent (30-40%), moderate plaque on left side. In 2004, CT of head with no contrast showed mild, diffuse age-appropriate atrophy, chronic white matter changes. No new finding. CT in 2004, no change, no evidence of infarction. Eeg in 2004, was mildly abnormal suggestive of diffuse encephalopathy, and renal consult recommended hemodialysis. The pt was discharged to 24-hour care in 2004. In 2005, the nihss was zero, and the indicated that the recent spells may have been related to metabolic or hypertensive encephalopathy or miscompliance with medications, rather than tia.

Event description:
A study case report form was received which indicated that in 2004, in a follow-up visit, a neurological symptom (confusion) was noted, requiring new/prolonged hospitalization.